Event description:
This report was received from a follow up call from a patient with additional information from global pharmacovigilance (gpv) in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip), for peritoneal dialysis (pd). Action taken with dianeal and extraneal therapies was not reported. During a call with baxter technical service (bts), the following was reported. On an unreported date, the patient experienced peritonitis. The patient was on unspecified medication for the event. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012 regarding the reported incident. The rn stated the home patients (hp) peritonitis was caused by a break in aseptic technique and has gone over proper handling procedures with the hp.

Manufacturer narrative:
(B)(4) and 510k number are unknown. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.